Event description:
It was reported that the patient experienced diaphragmatic nerve stimulation. The right ventricular (rv) lead exhibited failure to sense and pace. Chest x-ray revealed that the leaded had dislodged into the svc. The lead remains in place; however, a lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).